Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif with tfna for femoral trochanteric fractures. After inserting the blade, the surgeon attempted to insert a cannula into the blade to inject cement, but it could only be inserted halfway. The surgeon also attempted to insert a guidewire into the hollow part of the blade, but like the cannula, it could only be inserted halfway. The surgeon decided not to use the cement. The surgery was completed successfully with no surgical delay. The blade appeared to be bent on the x-rays. No further information is available.

Manufacturer narrative:
Additional information has been received; the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.